Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter (B)(4) customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with reflin injection (dose 250mg, frequency and lot number not reported) and vancomycin injection (dose 1gm, frequency- per 5th day, lot number - not reported) intraperitoneally and tobramycin (dose 20mg, frequency, route and lot number - not reported) for peritonitis. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.